Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a leak occurred on a texium set located on the outpatient oncology research unit. The leak was located near the junction of the tubing and the texium connector. The patient noticed the leak half way through the infusion. This clinician estimated this event occurred within the last 6 weeks and the tubing was discarded.